Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started about a month ago. The patient did not take actions related to diabetes as a result of the alleged meter issue. She also denied receiving medical intervention and was not tested on another device. On an unspecified date/time after the meter issue began. The patient developed symptoms of feeling faint, overall weakness, and dizziness. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The patient did not have a replacement battery to troubleshoot the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed she developed symptoms suggestive of hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.